Event description:
The pt contacted lifescan alleging that their one touch ii meter was reading inaccurately low and displayed the battery prompt and other error message. The pt obtained a result in "90's" on the reported meter while experiencing no symptoms of high or low blood glucose level. The pt ate food and/or drank beverage. A medical professional treated pt with glucose. Based on the pt obtaining results in a normal range while experiencing no symptoms, there is no indication that the pt experienced injury or medical intervention due to the meter. The customer care rep (ccr) discovered that the pt was using test strips that had expired over 3 years ago, which can cause inaccurate results. A check strip test was not conducted, as the pt did not have a check strip. The ccr walked the pt through replacing the battery and the battery prompt continued to display. Based on the unresolved battery prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.